Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 05/05/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with (B)(4) bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and found a loss of connection. The reported event of a loss of connection was confirmed. The probable root cause is no communication. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.